Manufacturer narrative:
G4:07apr2021. B4:04may2021. The service engineer (se) inspected the device and also found a primary alarm failure. The se replaced the touchscreen to address the touchscreen failure and speaker assembly to address the primary alarm failure. The unit passed all testing and was return to the customer, the battery was not replaced as it was out of the warranty period.

Event description:
It was reported that the ventilator's touchscreen failed and there was a battery alarm. There was no patient involvement.